Event description:
It was reported by customer that during use, the cardiosave intra aortic balloon pump`s calibrate fiber optics button became unresponsive. Then the customer switched to another cardiosave pump and was able to calibrate the fiber optic balloon successfully. Then the patient was switched to another facility and another cardiosave was used with successful fiber optic calibration. There was no patient injury.

Manufacturer narrative:
A supplemental report will be submitted upon the completion of investigation.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b3, b4, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. Fse states, customer reported ¿calibrate fiber-optics¿ button to be nonresponsive while attempting to calibrate fiber optic pressure on a patient. Patient details entered into onesupport on initial call from customer. No patient harm reported. Unit confirmed to recognize fiber optic plug when attached to the system. System successfully calibrated using a test balloon, system trainer, and fiber-optic tester multiple times. Logs checked. System shows multiple fault 77¿s for normal compressor speed adjustments and multiple fault 16¿s indicating the system processed an invalid trigger request. Corrective steps for fault 16 completed. Confirmed function of the pressure channel. Confirmed all pressure transducers function normal. Fiber optic module test completed four times, all with in specification values. System rebooted into patient mode. Confirmed system is still able to calibrate fiber optics. Fiber optic calibration button responds normally to two second hold. Touchscreen shows normal response to touch inputs. Unable to duplicate issue. Unit passes tests and calibrations to manufacturer standards. Completed product inspection per customer/manufacturer requirements.